Event description:
Customer reported that the unit will not power on. They have replaced the batteries with a new supply and made sure to install batteries correctly. The customer did not provide a date when this was discovered and there was no patient incident or injuries reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue and revealed battery leakage residue on the flat contacts and on the battery springs. Battery leakage residue was also found on the battery door. The unit did not power on with batteries or an external power supply, but did power on with batteries or an external power supply, but did power on with the 9v adaptor and passed functional tests. Note: instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. It battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).